Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The instrument was found to have a broken bipolar yaw pulley near the cable crimp. Broken piece(s) is missing as a result of breakage. Size of missing piece is approximately 1.00mm x 1.00mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint regarding a cable pulled was confirmed by failure analysis. The probable root cause of the reported complaint can be attributed to a reduction in ultimate strength of the material, which may be the result of damage/overloading to the cable through external collisions, during use, or during reprocessing

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument's cable was pulled. No fragment fell into the patient. The procedure was completed with no reported injury.